Event description:
A patient was implanted with a curonix peripheral nerve stimulator for trigeminal cancer pain on (B)(6) 2024. The patient passed away on (B)(6) 2024 due to cancer.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. The patient did not experience any adverse events and was receiving good benefit from their device. Although the patients death was unrelated to the curonix device, the device was implanted in an off-label location as it was implanted in the craniofacial region to treat facial pain. The transmitters associated with the complaint were not sent to curonix headquarters for engineering investigation. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the patients death is unrelated to the curonix device as the patient passed away due to cancer. The provided information does not evidence that the curonix device contributed to the issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.